Event description:
It was reported that during a da vinci-assisted surgical procedure that that universal surgical manipulator (usm) 4 was not steady and constantly moved. The intuitive tech support engineer (tse) recommended trying the other surgeon side console (ssc), moving the tornado away from a hard stop, or abandoning usm 4 and only using arms 1, 2, and 3. The customer continued with the procedure. There were no reports of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse performed a system test drive, however he could not replicate the reported issues regarding universal surgical manipulator (usm) functionality. The fse conducted a case observation during the visit, where no problems were observed throughout the procedure. The system was verified as ready for use. The complaint was not confirmed based on the field evaluation.